Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that temperature sensing foley catheter was reading too high. When the esophageal probe was placed, foley remained high when compared to esophageal. Calibration of the philips monitor was checked by their biomed and found to be correct.